Event description:
Ous MDR. Exit blocks during the night and changing impedance values are reported. The pacemaker and the lead were explanted. Also removed: selox sr 60, MDR 1028232-2008-00282.

Manufacturer narrative:
Ous MDR. The pacemaker was thoroughly visually and geometrically examined in regard to the pacemaker connection system. The dimensions of the connection system meet the dimensions proscribed in the international standard. The spring elements for contacting the indifferent lead connections show no deformations. The lead attachment screw for the lead contact meets the specifications for dimensions, tolerance specs, and does not show any damage. The clamping depth needed to clamp an is-1 lead plug connector is achieved with the lead attachment screw. The device underwent a complete electrical incoming inspection and proved to be within all specifications. There are no pacing or sensing defects. There is definitely no electronic defect. At the time of its return, the pacemaker was programmed to the ddd mode with a basic rate of 60ppm. The atrium was programmed to an amplitude of 3.6 v with a pulse width of 0.4 ms, and the ventricle to an amplitude of 6.0 v with 1.0 ms.